Event description:
The customer reported that the 9800 sys had blank images during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced and the generator and filament were calibrated during the svc call. The system was tested and found to be working as intended and put back into svc.